Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room with symptoms of dizziness, intermittent loss of capture and high lead impedance issue was observed on the rv lead. Patient was sent home and asked to come back the following day to have the electrophysiologist make further assessment. Upon remote transmission review via merlin.net transmission, both issues were also observed trending upwards since (B)(6). Lead was capped on (B)(6) 2018 and a new lead was implanted. Device was also replaced due to reaching elective replacement indicator. Patient was stable post procedure.